Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose reported at 400 mg/dl after a supply change while using an infusion set and cartridge, with a noted site leak and incorrect deployment technique in which the set was not spring-loaded and was applied manually, leading to poor adhesion and probable suboptimal subcutaneous delivery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transition to backup subcutaneous insulin pen therapy without emergency care or hospitalization. Investigation included troubleshooting and user education on correct infusion set deployment and connector attachment. Investigation of this case revealed that the infusion set was deployed incorrectly, resulting in an inadequately adhered site and likely interruption of insulin delivery at the infusion set component. It was concluded, based on previously established findings for similar reports, that user technique and application error were the most probable causes.